Event description:
The following description of the event was copied from a maude event report received by carefusion from the FDA on 05/24/2011. "The power switch on the back of the machine was in the "off" position. Patient's wife said she noticed that the vent was not on. No injury to patient. The power switch on the back of the machine was shut off. Per rt, if the machine is hit correctly, the cover can flip open and shut power off. This has occurred before. It is a rare incident. The guards on the vents are 2 posts on the side. On the switch itself, the guard is a triangular piece of lexan plastic that swivels on a post. Machine was reviewed by (B)(4) and showed no malfunctions and could not duplicate problem noted." The following add'l info concerning the event was copied from an e-mail attachment received from the user facility that was in response to an e-mail sent by carefusion seeking add'l info. "Pt wife stated she moved the touch sensor and cord from top of vent. Placed sensor on pt and moved to opposite side of bed. The vent then went into an audible sound that indicated power loss. Wound care nurse and rt responded to alarm and 100% bagged patient with no adverse reactions on event. Vent indicated that loss of power due to switch in off position. Vent removed from patient to verify if in manufacture's operating condition."

Manufacturer narrative:
(B)(4). The following info concerning the eval of the device is a summary of the info documented by the (B)(4) (third party service company) service tech and the carefusion field service rep. The device was initially evaluated on (B)(4)2011 by (B)(4) (third party service company) service tech. The (B)(4) (third party service company) service tech was not able to duplicate the report of the device shutting down nor could he find any problem with the device's power switch. The carefusion field service rep ran the device for 24 hours and was unable to verify/reproduce the report of the device shutting down. The carefusion field service rep then ran the device through a complete checkout to ensure that the device meets all factory specifications. Upon completion, the device was returned to the user facility's control ready to be placed back into service. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus carefusion considers this to be an isolated incident.